Event description:
It was reported the io was being removed from the proximal tibia of the patient in the emergency dept. During removal, the hub separated from the needle cannula. As a result, the needle was pulled from the patient with a pliers. There was no reported delay in treatment, patient injury or other complications resulting from this occurrence.

Manufacturer narrative:
(B)(4). The patient's age is approx. It was reported as 60s.